Event description:
During an unknown procedure, a palmaz blue stent would not inflate at all when taken up to nominal pressure with an unknown indeflator. The palmaz blue stent was removed with no difficulty from the patient. There was no patient injury reported. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally, maintaining negative pressure. The contrast media used is unknown. The contrast to saline ratio was 50/50. The same unknown indeflator used successfully with other devices. There was no difficulty crossing the lesion. The balloon catheter did not kink while being used. The unknown lesion was not calcified and there was no vessel tortuosity. The percentage of stenosis is unknown but it was noted that it was not chronic total occlusion.

Manufacturer narrative:
Please note that there is no alleged product failure of stent delivery system-separation as the additional information received notes that the device was not separated when it was shipped for analysis. The event was inadvertently submitted under the medical device reporting regulations. Complaint conclusion: during an unknown procedure, a palmaz blue stent would not inflate at all when taken up to nominal pressure with an unknown indeflator. There was no patient injury reported. The palmaz blue stent was removed with no difficulty from the patient. The unknown lesion was not calcified and there was no vessel tortuosity. The percentage of stenosis is unknown but it was noted that it was not chronic total occlusion. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally, maintaining negative pressure. The contrast media used is unknown. The contrast to saline ratio was 50/50. The same unknown indeflator used successfully with other devices. There was no difficulty crossing the lesion. The balloon catheter did not kink while being used. Upon receipt, the preliminary analysis noted that the device was received separated in two at 6cm from strain. Stent shifted toward distal end of balloon. Additional investigation noted, the customer only reported that the balloon would not inflate and the account representative stated that he did not notice any separation upon packaging the device for return. One non sterile slalom thrill 5.0mm x 2.0cm 80.0cm was received in two pieces inside a plastic bag. The balloon was not inflated. The stent was received moved of original position and mounted in the balloon. The body shaft was received cut at 77.0cm from distal tip end. The stent was received kinked. No other anomalies were observed in the returned device. A leak test could not be performed due to pinhole at 3.2 cm from distal tip end. Sem analysis was performed to identify the cause of balloon leakage. Results showed that the balloon external and internal surfaces exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon inflation difficulty reported by the customer was confirmed since a pinhole was observed in the balloon, the exact cause balloon pinhole could be not determined. Balloon burst is a known procedural complication and contributing factors often include vessel characteristics (such as calcification, stenosis and tortuosity) leading up to and within the lesion. The percentage of stenosis in this case is unknown. The failure stent delivery system (sds) separated was confirmed since the body shaft was received separated and the stent was received moved of original position. The confirmed device separation was not noted by the customer at the time of packaging for return. It is possible that handling factors during the device return process may have contributed to this issue; however the exact cause is unknown. Neither the DHR, analysis nor the information available suggests that the reported issues could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Per the preliminary product analysis, the device was received separated in two at 6cm from strain. Stent shifted toward distal end of balloon. Per the account, the customer only reported that the balloon would not inflate and the account representative stated that he did not notice any separation upon packaging the device for return. Please note that section of this report has been updated indicating the sds separation. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.